Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. Tis occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the alarm. The technical service representative assisted the patient in clearing the alarm. The patient would complete therapy by using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.